Event description:
It was reported insulin was leaking from the bd nano pen needle during priming, and there were "bubbles in the pen".

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage & glucose level. This is the 2nd related complaint for does not attach/detach on lot # 8072768. This is the 1st related complaint for difficult/unable to operate on lot # 8072768. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported insulin was leaking from the bd nano¿ pen needle during priming, and there were "bubbles in the pen".